Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance on the right ventricular (rv) lead channel. Technical services (ts) provided a potential cause. The health care professional (hcp) planned to call the physician. The device remains in use. No adverse patient effects were reported.